Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt heard "various alarm conditions over the past few nights while connected to his power module." The pt came into clinic and upon interrogation of his system controller, the following alarm conditions were noted: low flow, pump off, low speed advisories, as well as, pi values >20. The vad coordinator was able to reproduce the event by manipulating the distal end bend-relief near the metal connector. The log file contained events of decreased speeds/motor stopped events associated with elevated power values, elevated pi values. These events all appear to be have occurred while connected to the pt cable. These events may be related with a short-to-shield in the driveline. The pt was placed on battery support. During on-site evaluation, the phase interrupter indicated that the black wire was broken. A percutaneous lead repair was completed on (B)(6) 2014.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.